Event description:
Hill-rom received a report from the account stating the bed exit alarm was not working. The bed was located at the account in medsurg rm 9212. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the pt was not properly positioned on bed for arming bed exit. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech repositioned the pt and activated the bed exit to resolve the issue. Based on the info, no further action is required.